Event description:
Customer reported that the t:slim x2 pump battery would not charge properly. There was no adverse impact to the customer's blood glucose level. The customer attempted several troubleshooting steps, including using different charging cables, but the issue persisted. Technical support decided to send a replacement tandem cable and wall adapter within two days and planned a follow-up. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.